Event description:
Us customer contacted cepheid to discuss discrepant results. The first test was not performed in a cepheid instrument, and it was in a different laboratory collected on (B)(6) 2022. The specimen was tested in the same day, customer does not know what test was performed and the conditions of the first test which resulted sars-cov-2 positive. The customer has not provided any additional data of that result and stated they do not have access to that. The result was reported to the physician. Patient was asymptomatic at time of collection. On (B)(6) 2022 the customer recollected the patient sample. The sample was tested as soon as it was collected. Patient was asymptomatic at the time of collection. The specimen was tested with xpert xpress cov-2/flu/rsv plus sars adf only on (B)(6) 2022, which resulted in sars-cov-2 negative. The sample was processed according to the pi. The result was reported to the physician. Customer confirmed there was no known death, injury or deterioration in health related to the discrepancy.

Manufacturer narrative:
Us customer contacted cepheid to discuss discrepant results. The first test was not performed in a cepheid instrument, and it was in a different laboratory collected on (B)(6) 2022. The specimen was tested in the same day, customer does not know what test was performed and the conditions of the first test which resulted sars-cov-2 positive. The customer has not provided any additional data of that result and stated they do not have access to that. The result was reported to the physician. Patient was asymptomatic at time of collection. On (B)(6) 2022 the customer recollected the patient sample. The sample was tested as soon as it was collected. Patient was asymptomatic at the time of collection. The specimen was tested with xpert xpress cov-2/flu/rsv plus sars adf only on (B)(6) 2022, which resulted in sars-cov-2 negative. The sample was processed according to the pi. The result was reported to the physician. Customer confirmed there was no known death, injury or deterioration in health related to the discrepancy. This is a case whereby the patient was tested on another day, another site, and an unknown platform which resulted as sars-cov-2 positive, and negative with the xpert the next day. Based on the information received, it is challenging to determine if there's truly a discrepancy since these are two different samples taken at different days. Being that the patient was asymptomatic, it may be that the patient is at the beginning or at the end of illness and/ or the patient is vaccinated and can be an asymptomatic carrier. The viral load of the patient may be at the limit of detection of the assay and therefore has low reproducibility. It could also be possible that the other test gave a false positive result. Investigation of the lot and the test result provided showed no product malfunction. Customer was unavailable to connect by phone and information provided by email. False negative: as per section 3 of the xpert xpress cov-2/flu/rsv plus eua IFU; "negative results do not preclude sars-cov-2, influenza a virus, influenza b virus and/or rsv infection and should not be used as the sole basis for treatment or other patient management decisions. Negative results must be combined with clinical observations, patient history, and/or epidemiological information." Note for section device evaluated by manufacturer - answer of no is due to the single use of the xpert xpress cov-2/flu/rsv plus test and the unavailability of that product lot to be returned to cepheid.